Manufacturer narrative:
H.6. Investigation: bd received instrument from the customer facility for investigation. The instrument were evaluated and the customer's indicated failure mode for "defect ¿ barcode reader not working" with the incident lot was not observed. Based on the investigation, a root cause could not be determined. H3 other text : see h.10

Event description:
It was reported that during use the barcode reader does not work with a bd sedi-40. The following information was provided by the initial reporter: barcode reader doesn't work.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the barcode reader does not work with a bd sedi-40. The following information was provided by the initial reporter: barcode reader doesn't work.